Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user advised was driving chair on sidewalk when chair jerked to the right. Smelled burning wires and motor went out. End user advised was stranded. No further information.